Event description:
It was reported that a progav 2.0 shuntsystem (#fx419t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the progav 2.0 could not be adjusted. The patient underwent a revision procedure on (B)(6) 2025. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The sample has not yet been sent for examination. Should relevant additional information become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the permissible tolerance in the horizontal position. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. Results: according to the investigation results, a non-adjustability is detected. The visible deposits have led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx419t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the progav 2.0 could not be adjusted and caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.